Event description:
It was reported that, "tibial alignment ankle clamp em type was broken when removed the tibial resection assembly during tkra surgery with triathlon."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.